Event description:
As reported by the user facility: air in line - not visible and unresolved. Details of complaint (reported issue): "air in line - not visible and unresolved." "Ongoing air in line alarm. Md required to bolus norepinephrine at bedside. If md not present, pt would have passed". Impact to patient: delay in treatment, emotional distress, interruptions to clinical care due to time required to resolve alarms, risk for drug reactions / side effects with too rapid of an infusion, under dosing of ordered medication / fluids, vital signs compromised. Other patient impact delay in treatment, emotional distress, interruptions to clinical care due to time required to resolve alarms, risk for drug reactions / side effects with too rapid of an infusion, under dosing of ordered medication / fluids, vital signs compromised. Action(s) taken changed out pump (isolate and send to bioengineering department), followed b braun tips to resolve alarms (air-in-line and occlusion), repeated priming to clear air, tubing replaced (triple bag and send to material management). Medication / fluid norepinephrine. IV rate 0.1mcg/kg/min.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.